Event description:
Additional information received reported dislodgement and helix extension issue.

Manufacturer narrative:
The reported events were inadequate capture, lead dislodgement, helix mechanism issue, and cardiac perforation. As received a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. After cleaning, the helix was able to fully extend and retract, with the extension length measured within specifications. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/ tissue. A tip stiffness test was performed, and the results were within specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold. Micro-perforation of the heart was suspected. The lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
Correction: age should have been 81.